Event description:
Distributer lemaitre vascular returned 3 shelf cartons, each containing a jar with cardiocel neo 5x8 patch part number uc0508n, lot number m21030-02 to anteris. A customer had inspected the cartons upon recept at the hospital and returned the cartons to the distributor due to indications a jar in one of the cartons containing the cardiocel device leaked during transit. Anteris inspected the three cartons and product jars. The seal of two of the jars appeared to be misplaced in the lid resulting in a leak. The jar of the other carton of cardiocel upon inspection showed no signs of leaking. No patient impact from the leaking jar. Hospital inspected devices upon receipt from distributor per instructions.